Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the lot number was inadvertently missed in the initial report and has been updated as 3848668; therefore, UDI has been updated accordingly. UDI: (B)(4). The exp date is currently unavailable. Investigation summary: the device history record statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: the complaint device was received and evaluated. Visual observation reveals one of the orthocord sutures was cut. The inserter and the anchor were inspected for any anomalies and none were found. The reported failure can be confirmed. It was reported that the suture was broken during tensioning. It is possible that excessive tension was applied on the suture causing it to break. Further, a review into the mitek complaints system revealed no other complaints of any kind from this lot of devices. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : no nonconformances were identified for this part-lot number combination. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI:(B)(4) - incomplete. The exp date is currently unavailable. The complaint device was received and evaluated. Visual observation reveals one of the orthocord sutures was cut. The inserter and the anchor were inspected for any anomalies and none were found. The reported failure can be confirmed. It was reported that the suture was broken during tensioning. It is possible that excessive tension was applied on the suture causing it to break. Further, a review into the mitek complaints system revealed no other complaints of any kind from this lot of devices. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff rupture repair surgical procedure, it was observed that the fastin rc 5.0 w/ocord w/ndls was broken. According to the reporter,at the time when the anchor was seated and pulled, the suture broke. It was further reported that the suture broke during tensioning. It was reported that the surgeon used the same bone hole to place the second suture. There was no delay in the surgical procedure as another anchor device was placed to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.